Event description:
It was reported that during an unspecified treatment procedure, the stent moved on the balloon. The 70% stenosed high grade lesion was located in the renal artery. An appropriate size introducer sheath and guide catheter were successfully placed. No predilation was performed. During advancement of a 7.0x15x90cm express sd stent delivery system (sds) the physician could see under flouro that the stent was not between the markers and had slightly moved on the balloon. The express sds was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)